Event description:
The patient's mother reported that the vns caused sleep apnea and the patient had status epilepticus as a result. The patient was reportedly admitted to the ICU 4 times in the past year. No additional relevant information has been received to date.

Event description:
It was reported that the patient was in the picu due to increased seizures. The seizures are suspected to possibly be related to the patient's sleep apnea, which may be worsened by vns stimulation. The normal and autostim pulse widths were reduced from 500 usec to 250 usec. Attempts for additional information have been made; no additional relevant information has been received to date.